Event description:
Per rep - (B)(6) 2025 - it was reported by the physician that an unknown stent was successfully delivered over an unknown sized wire by the physician in the past when a a similar issue was reported. The physician was not willing to provide any further information about this prior event.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the device or photographic evidence of unknown lot number of a zilver ptx 35 drug-eluting stent device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to(B)(4). Through the investigation it was confirmed that the diameter of the wire guide used was 0.014 inch. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. The ¿precautions¿ section of the instructions for use (ifu0118), which accompanies this device instructs the user "a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system" there is evidence to suggest that the customer did not follow the instructions for use in relation to the size of the wire guide used (ifu0118). Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. From the information provided it is known that a 0.014 inch wire guide was used and that the complaint issue of the delivery system getting caught on the wire guide encountered by the user was similar to related complaint (B)(4). Using a 0.014¿ wire guide would have meant insufficient support would have been provided to the device during retraction over the wire guide which in turn could have led to the delivery system getting stuck on the wire. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/correction. Product manager notified to consider re-training at the facility. No patient outcome information was shared. As per rep update on 04 sep 2025 ¿the physician was not willing to provide any further information about this prior event¿. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 30-oct-2025. Per rep - 04sep2025 - the physician was not willing to provide any further information about this prior event.